Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. During the procedure when crossing the septum, the physician believes he went too far into left atrium with the watchman sheath and versacross dilator, and injured the left pulmonary vein causing a pericardial effusion. The transesophageal echocardiogram (tee) imaging physician believes the dilator went too far across. The procedure was then aborted, and the patient was left intubated. No surgery or drain has been performed and patient vitals have remained stable. The device is not expected to be returned for analysis.

Manufacturer narrative:
Correction to the initial MDR in block(s) patient code (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that pericardial effusion occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. During the procedure when crossing the septum, the physician believes he went too far into left atrium with the watchman sheath and versacross dilator, and injured the left pulmonary vein causing a pericardial effusion. The transesophageal echocardiogram (tee) imaging physician believes the dilator went too far across. The procedure was then aborted, and the patient was left intubated. No surgery or drain has been performed and patient vitals have remained stable. The device is not expected to be returned for analysis.